Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Visual inspection confirmed catheter breakage from the hub. The strain relief was still attached to the catheter tubing. Examination of the catheter tubing found a small section of tubing extending from the strain relief that exhibited jagged edges. The most probable cause for the detachment of the catheter tubing from the catheter hub was most likely related to an operator error in the assembly process in which the catheter tubing was not properly attached. Argon quality is currently analyzing data and product to effectively mitigate the issue.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Description of event - "line fully threaded, blood return obtained. Flushed with 0.9f% nacl and catheter completely disconnected at hub where purple piece connects. Line removed." A new PICC was placed for completion of prescribed therapy.